Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, tilting and embedment. Per the implant records, the patient was reported to have a history of deep venous thrombosis (dvt) in the pelvic and ovarian vein and had developed a pulmonary embolism (pe) on anticoagulant therapy. The filter was indicated for protection against emboli from the ovarian veins. The right groin was prepped and draped, and the right common femoral vein was cannulated using seldinger technique. Using fluoroscopy, a guidewire was advanced to the vena cava and a catheter was placed into the vena cava. An inferior venacavogram was performed showing a patent vena cava with no thrombus and the position of the renal veins at the level of t12. A trapease filter was deployed in the coaxial position from t11 to t12 above the level of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), tilting of the filter and embedment, becoming aware of these events approximately fourteen years after the filter implantation. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt, inferior vena cava perforation and device embedded in vessel or plaque¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ additionally, the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Without images available for review the reported tilt or perforation could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. It is unknown if the tilt contributed to the reported perforation. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. As no lot number or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, tilting and embedment. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of deep venous thrombosis (dvt) in the pelvic and ovarian vein and had developed a pulmonary embolism (pe) on anticoagulant therapy. The filter was indicated for protection against emboli from the ovarian veins. The right groin was prepped and draped, and the right common femoral vein was cannulated using seldinger technique. Using fluoroscopy, a guidewire was advanced to the vena cava and a catheter was placed into the vena cava. An inferior venacavogram was performed showing a patent vena cava with no thrombus and the position of the renal veins at the level of t12. A trapease filter was deployed in the coaxial position from t11 to t12 above the level of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), tilting of the filter and embedment, becoming aware of these events approximately fourteen years after the filter implantation.